Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and the issue relating to holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode holder separation, bd has initiated further root cause investigation relating to the issue of holder separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer eclipse signal blood collection needle w/ integrated holder, the holder separated from the needle during collection. The needle stayed in the patient's arm. The needle was removed from their arm and a new collection device was used.